Event description:
The report states: "in 2005, while the device was in use on the pt, a blood leakage was found at unspecified point of tubing. Then the exchange of the device into a new one was carried out. However, the tubing separated at the point where the blood leakage occurred. The device was changed into new one and then the new one was used. Reportedly, though there was a small amount of blood leak, there were no advere pt effects and no medical interventions were required. It was confirmed that there was no delay in any therapy considered critical to the pt". The extension set was being used for "monitoring for arterial pressure and blood sampling". Upon further query the following info was provided: "the two occurrences were in the same device. The tubing separation occurred at the point where the blood leakage (loss) observed. The device exchange was only once and the tubing separation occurred during the exchange". There were no reported adverse pt effects. The medical interventions were required. Though requested, no add'l info was provided.

Event description:
Subsequent to the initial medwatch submission the following info was rec'd from the international affiliate: the tubing set was connected to a cannula that had been inserted into the pt's dorsal artery of the foot. The physician connected syringe to the female adapter of the tubing set and withdrew blood to prime the tubing set. The physician noted air in the tubing set and noted blood leakage from the middle of the tubing. The blood loss was reported as "small".